Event description:
It was reported by the caller that a malfunction occurred on the pump, specifically referencing a malfunction code. There was no reported impact to the customer¿s blood glucose level. After several follow-ups by customer technical support, the customer called back and resolved the issue, and no further action was required.